Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the field representative noted that another manufacturer's right atrial (ra) lead was electrically abandoned. Further review found that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead had exhibited high out of range pacing impedance measurements which is why the reprogramming had occurred. The cause of the out of range impedance measurements remain unknown and the lead and crt-d remain implanted and no additional adverse patient effects were reported.